Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 1.5, lab: 4.7. Therapeutic range= 2.0-3.0. Customer confirmed they had called last month regarding same issue on same inratio2 on a different pt using a different strip lot.